Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had maximum positive pressure and average positive pressure of the instrument were lower than the required values, there was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) unit had maximum positive pressure and average positive pressure of the instrument were lower than the required values, there was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for reported malfunction. The fse determined that the safety disk and compressor maintenance sleeve required replacement. The customer rejected the repair and stated that a third-party organization had been hired to perform the repairs. If any pertinent information is obtained in the future, the complaint will be reopened and updated.

Event description:
N/a.